Event description:
An 8mm diameter x 40 mm length bridge assurant biliary stent system was inserted into a pt for the treatment of an iliac artery stenosis. Lesion morphology and stenosis are unknown. The lesion was not pre-dilated. It was reported that the device was advanced through a 6f sheath to the intended lesion site. It was reported that the balloon would not inflate. When the physician pulled the delivery system back the stent dislodged from the balloon and onto the gudewire. The delivery system was removed. The stent was removed with a snare. The procedure was completed with another stent. No clinical sequelae were reported and the pt is reported to be fine. The delivery system was discarded and will not be returned to medtronic.